Event description:
The customer reported that during a thr, the surgeon sized the plug (selecting a 14mm plug) and when he was inserting it he pushed the plug though the point in the femoral canal where there was resistance and allegedly lost the im plug in the femur. The surgeon further reported that he attempted to draw the plug out again but the im plug disengaged from the introducer and he was not able to do so. The plug remains implanted in the femur. The case was undertaken by a registrar but the attending consultant suggested that the reason that this first plug pushed through the point of resistance was an anatomical issue rather than a device related issue.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.